Manufacturer narrative:
Investigation conclusion:. A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. It was reported that the consumer tested positive with quickvue sars otc and negative with another brand's rapid antigen assay. No further confirmatory testing had been completed. 3 additional consumer events were communicated which are captured on separate reports.